Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 12, but there were no significant events prior to this. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, which resolved the issue, and instructed the caller to report any future occurrences. Caller understood the instructions provided.